Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the cartridge and deliver a bolus, which completed successfully. The original cartridge could not be reloaded, so a new cartridge was loaded following proper techniques, allowing the customer to resume insulin therapy.